Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient experienced a missing sensor wire retained in the patient's skin. The sensor was inserted at the abdomen on (B)(6) 2017. Patient reported that sensor insertion was painful. The sensor did not function and failed to start-up. Patient reported feeling a little hair sticking out above the skin, and believed it was the sensor wire. Patient reported that her diabetes educator palpated the area where patient had worn the sensor and felt something under the skin. There were no signs of infection or inflammation. On (B)(6) 2017, patient met with a doctor and they were unable to locate any wire. The doctor advised to leave it alone unless discomfort occurs. No additional patient or event information was provided. No additional event or patient information is available. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.